Manufacturer narrative:
The failure analysis investigation noted that the reported failure could not be replicated or confirmed, as the instrument did not pop out when placed on the e-100 generator. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the cord on the vessel sealer extend (vse) was "popping" out of the e-100 generator. The cord was reinstalled into the generator multiple times; however, the issue persisted. A new vse was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The vessel sealer extend (vse) instrument involved in this complaint has been received and tested by failure analysis. A visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract and appeared exposed inside of the jaws. This resulted in an initialization failure. There was a moderate amount of debris on the knife track. The initialization failure resulted in the instrument not being detected by the e-100 generator. During testing, the instrument was placed on an in-house system and passed the engagement and recognition tests but failed the initialization test on 3 attempts. A review of the msc logs showed no failure logs. This was caused by the dislodged grip return spring at the proximal end. It was also noted that one side of the grip tips had several scratches measuring approximately 0.3060 inches.